Event description:
It was reported that the patient experienced high blood glucose of 399 because he inserted the infusion set into area which has insufficient subcutaneous tissue and was treated with a correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325-1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.